Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) an email was received from a patient (pt) who reported redness, irritation, itching, and ¿matting¿ while wearing an unknown acuvue brand contact lens. The pt reported a diagnosis of keratitis and ¿pink eye¿. No additional medical information was provided. On 25sep2018 a call was received from the pt and additional information was provided. Pt reported the suspect product was acuvue oasys for astigmatism brand contact lenses. The pt reported the issues occurred with the last 6 lenses. Pt does not think the issue is ¿pink eye¿ and reported the redness only occurs with new lenses and eventually goes away after a few days. Pt reported seeing a ¿regular dr or a dr. Online for the events and has the records on the phone¿. Pt was prescribed a steroid eye drop for keratitis and unknown eye drop for the ¿pink eye¿. Pt reported a 2-week wear schedule. On 01oct2018 an email was received from the pt with additional information: 1st attachment photograph shows a prescription (date not viewable) for tobramycin/dexamethasone, 2 drops in the affected eye qid for 5 days. 2nd attachment photograph shows a prescription dated (B)(6) 2018 for ofloxacin 0.3% ou q 2-4 hours while awake for 2 days, then 1-2 drops ou qid for 5 days. On 09oct2018 placed a call to the pt and additional information was provided: the pt saw an online doctor visit as the event occurred on the weekend. Pt will try to retrieve the medical information and send for evaluation, if available. Pt reported the eyes were red, irritated, burning and ¿matted¿ for a few days. Pt reported the online doctor diagnosed keratitis and prescribed a drop with a steroid. Pt reported a reaction to the steroid and 2 weeks later, the doctor ¿tried the pink eye route¿. The pt reported the symptoms resolved and the discarded the lens case and previous lenses. Multiple calls were placed to the pt for additional medical information, but nothing additional has been received. The event date is reported as (B)(6) 2018. This report is for the pts os event. The od event will be reported in a separate report. No suspect product was received for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qdvk was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.